Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('benign secretory endometrium with mild chronic inflammation') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of removal: (B)(6)2019 as per mr quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: reporter added. Patient demographic details added. Event medical device removal updated to new event endometritis. Follow up 1 and 2 processed together. On 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.